Manufacturer narrative:
Continued initial reporter phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Physician reported " implant rupture" diagnosed by ultrasound. Confirmed during explant surgery. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture" diagnosed by ultrasound. Confirmed during explant surgery. Device has been explanted and replaced with a non-allergan device. This relates to the left side.